Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred (alarm 30, alarm 25). In addition, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 180 mg/dl.